Event description:
The dealer reported that the joystick wire casing split and was brittle from the joystick outward which could compromise the operation of the joystick and potentially leave the user stranded.